Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous glucose result for one patient tested with accu-check inform ii meter serial number (B)(4). The patient was at the facility to receive a pet scan. As part of the facility's routine procedure, the patient's blood glucose is tested and is required to be below 200 mg/dl in order to continue with the pet scan. The patient was tested on the meter multiple times in order to achieve a level below 200 mg/dl and continue with the pet scan. The following values were obtained when testing the patient with the meter: 10:10 a.m. = 229 mg/dl, 10:14 a.m. = 217 mg/dl, 10:35 a.m. = 218 mg/dl, 10:37 a.m. = 222 mg/dl, 10:38 a.m. = 66 mg/dl. The same vial of test strips was used for all measurements. The patient was not treated based on any of the results. No adverse events were alleged to have occurred with the patient. Quality controls were tested on the meter within 24 hours prior to patient testing and the controls passed. The customer states that they have had no further issues with the meter since the event. The customer's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's test strips were returned for investigation and tested in combination with a retention meter and retention quality control material. Control ranges: (B)(6). All results were within acceptable ranges. No information was provided that would point to a cause for the result discrepancy. Medwatch fields device available for evaluation? And device evaluated by MFR? Have been updated.